Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-jan-2023. H6: investigation summary our quality engineer inspected the 1 photo and 2 loose samples submitted for evaluation. The reported issues of scale marking missing and scale marking illegible / blurred / rings were confirmed upon inspection of the samples. Analysis of the samples showed that some irregularities in the printing were present. One sample was observed to have its 0.4 and 0.6ml grad lines lightly printed, however the lines were over 50% present and the syringe still usable which was acceptable per product specification. One sample was missing several grad lines between the zero and 2ml grad lines. The observed condition was non-conforming per product specification. Bd determined that the cause of the failure was associated with the marking process. A device history review was conducted for lot number 2153944. H3 other text : see h10

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray experienced scale marking issues, missing scale markings, and illegible scale markings. The following information was provided by the initial reporter: it was reported by the customer that syringes were found with smudged/ missing graduation marks.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray experienced scale marking issues, missing scale markings, and illegible scale markings. The following information was provided by the initial reporter: it was reported by the customer that syringes were found with smudged/ missing graduation marks.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 2153944 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.